Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal device change out procedure, the right atrial lead exhibited low impedance. All other electrical measurements were in range. The lead was capped and replaced. The patient was in stable condition throughout the event.